Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer did not open for cubie to dispense med. A technical support specialist found that med has been issued several times since that missed med pass. This issue will no longer resume. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system drawer did not open. The customer reported that users were unable to remove benztropine mesylate 1 mg tab medications from drawer while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.